Manufacturer narrative:
Refer to the attached report.

Event description:
During a regular follow-up on (B)(6) 2015, the recommended replacement time (rrt) was reached for the subject pacemaker. The implantation duration was about 6,5 years, which is shorter than expected by the physician. A replacement procedure was performed on (B)(6) 2015, and the device was returned for expertise. Preliminary analysis of available files confirmed a normal battery depletion.

Event description:
During a regular follow-up on (B)(6) 2015, the recommended replacement time (rrt) was reached for the subject pacemaker. The implantation duration was about 6,5 years, which is shorter than expected by the physician. A replacement procedure was performed on (B)(6) 2015, and the device was returned for expertise. Preliminary analysis of available files confirmed a normal battery depletion.